Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that post percutaneous coronary intervention procedure in-stent restenosis occurred. In (B)(6) 2010, the subject presented with unstable angina (braunwald classification: unknown) and cardiac catheterization was recommended. The index procedure was performed and the subject was enrolled in the taxus liberte study. Target lesion #1 was a de-novo lesion located in the distal right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 28 mm taxus liberte stent. Following stent deployment there was adequate step up into the stent and step down out of the stent. However, the proximal portion of the stent appeared to be needing post-dilatation. Therefore, a 3.5 x 12 mm non-compliant voyager balloon was used for post dilatation of the proximal portion of the stent at 18 atmospheres. Following post dilatation, residual stenosis was 10%. On the next day, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject was diagnosed with worsening coronary artery disease. At the time of the event, the subject was taking aspirin and clopidogrel. The study drug per protocol was last taken since september 2011. Cardiac catheterization was recommended. On (B)(6) 2013 the subject was hospitalized and diffuse mid 70% in-stent restenosis and 60% distal in-stent restenosis of the previously placed study stent in the distal right coronary artery and extending in to the right posterior descending artery was treated with balloon angioplasty and placement of a 3.5 x 23 mm xience drug eluting stent. Following post-dilatation, residual stenosis was 0%. On the next day, the event was considered to be resolved without residual effects and the subject was discharged on the same day with clopidogrel.